Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the implant, it was observed that the lp dislodged while tethered to the catheter. The procedure was completed using an alternate lp on (B)(6) 026. The patient was stable.